Manufacturer narrative:
No repair information has been provided. However, no pt injury was reported.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.